Event description:
Cable transmitted heart signal but was not able to see catheter on ensite map effectively catheter came up on map, but catheter image looked skewed; a new cable was opened and used to complete the case. No patient harm occurred vendor notified. Manufacturer response for catheter connector cable, ensite x ep system catheter connector cable (per site reporter).